Event description:
Patient admitted for left colon resection. According to the report "harmonic malfunction during procedure - handle failed to test after several attempts made and cord changed." No harm to patient.